Manufacturer narrative:
Per zimmer knee creations CAPA ca-05425, this medwatch was identified for remediation, as the products listed in d11 in the initial submission were components of the finished kit for which this medwatch was filed under and should not have been reported.

Event description:
Clinical subject 02-005 experienced pain after scp.

Manufacturer narrative:
This is not a complaint. Patient underwent the scp procedure on (B)(6) 2017, and a matrixectomy of 3rd and 4th digits on the left foot was performed concomitantly. The surgical and operative notes were returned for the investigation, and no intraoperative complications were noted. At two weeks postoperatively, the patient returned due to increased pain, which went unresolved until twelve months postoperatively. On (B)(6) 2018, the patient underwent open reduction internal fixation (orif) of the left 3rd metatarsal with dorsal plate and screw. The event was evaluated by the by the investigator as mild in intensity, possibly related to the procedure and not device related. The event was communicated on (B)(4) 2019. The DHR for the raw material and finished goods lot was reviewed, and no anomalies related to the complaint condition were noted. The product was not returned for evaluation, as it remains implanted.

Event description:
Clinical subject: (B)(4) experienced pain after scp.